Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 19, 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 6.30pm, they experienced an inaccuracy issue with the subject meter. The patient alleged obtaining an inaccurate result of "480mg/dl" with the subject meter. The patient stated they manage their diabetes with insulin pump. The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of "no conception of what was going on around him and confusion". Hours after the product issue. The patient alleged hcp treatment, by the emergency medical services (emt) with food and/or drink, the emt's also performed a blood glucose test; the result was "56mg/dl" on (B)(6) 2015 at 6.30-7pm. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began and was treated by a hcp.